Event description:
New information received notes that the patient presented with the device in backup vvi. Firmware downloads were attempted but unsuccessful. The patient concerned that the device was left in high output mode for 3 months and had cybersecurity issue. The device was explanted and replaced. The patient was pacemaker dependent and was stable before, during and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backup mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Testing of the hybrid circuitry indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not like how she felt and presented in the emergency room. Upon device interrogation, the pacemaker was found in backup vvi mode. The device was successfully restored and reprogrammed. The patient felt better and was discharged.